Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment on reuse number 2. The pt's symptoms included nausea, cramps and dizziness. Pt was administered normal saline as fluid replacement. At this point the pt is fully recovered. No further info regarding this pt's pre-treatment and post-treatment weight is available at this time.